Event description:
It was reported that the non-abbott balloon was unable to be advanced on the distal segment of the balance middle-weight (bmw) guide wire in the patient anatomy. The non-abbott balloon was easily removed from the bmw guide wire and a second non-abbott balloon was advanced over the bmw guide wire, but also became stuck. The physician reported that it felt as if there was a small thickening on the surface of the bmw guide wire; therefore, the bmw guide wire and non-abbott balloon were removed separately from the anatomy. There was no difficulty removing the devices during withdrawal. Another bmw guide wire was used to complete the procedure without further incident. There were no adverse patient effects. There was no additional information provided. Device evaluation found clear tubing (foreign material) on the bmw guidewire and stretched coils.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported resistance with the catheter and irregular texture were confirmed. Based on a visual, dimensional, functional and chemical inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.